Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had a medication error (octreotide) that occurred in (B)(6) 2024 at approximately 1400 and was trying to investigate the error but they currently do not have knowledge portal access. Customer requested access to the data to assist with investigation. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an medication error (octreotide) was not determined because no products or device logs were returned.

Event description:
It was reported that the customer had a medication error (octreotide) that occurred in (B)(6) 2024 at approximately 1400 and was trying to investigate the error but they currently do not have knowledge portal access. Customer requested access to the data to assist with investigation. There was patient involvement, but the outcome is unknown.